Event description:
Discordant low sodium (na) and chloride (cl) patient results were obtained on a dimension xpand plus with hm system. The discordant results were reported to the physician(s). The same samples were repeated on the same instrument and the corrected results were reported to the physician(s). There were no reports of adverse health consequences or known patient intervention due to the discordant sodium and chloride results

Manufacturer narrative:
The siemens technical support center (tsc) analyzed the instrument data and determined the cause of the discordant sodium and chloride results were due to poor sample quality. The tsc determined that the customer was using a swinging bucket centrifuge and only spinning for 5 minutes versus the tube vendor recommended 10 minutes. The tube vendor recommends pulling 1100 -1300 g force for 10 minutes to get a clean sample. Siemens instructed the customer to follow the tube manufacturer's recommendations for proper centrifugation times and speed. The instrument is performing within specifications. Further evaluation of the device is not required.